Event description:
Boston scientific received information from a physician that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent a lumbar surgical procedure. Upon magnet application there were no tones present. There was inquiry if this device had reached end of life. Technical services discussed interrogation, however, due to the timing of this event this was declined. Technical services discussed troubleshooting for procedure.

Manufacturer narrative:
(B)(4). The device was explanted for normal battery depletion three years after this initial clinical observation was reported. Upon receipt at our post market quality assurance laboratory, magnet application produced beeping tones. Electrical testing could not be performed due to battery depletion. Capacitor form charge times around the time of explant indicate that the device was capable of a full delivery shock at that time. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Resolution has been requested from the field representative. However, it was reported that this clinic does all their own checks and the representative had no further information. All available information indicates that the product remains in service. This investigation will be updated should further information be provided.